Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that false occlusion alarms occurred. Additionally, usb port was observed to be damaged, making it difficult for pump to connect to charger. Multiple follow-up attempts were made by tandem technical support; however customer never responded. There was no reported adverse impact. No additional information was provided.